Event description:
It was reported that the outer diameter of the catheter was larger than that of another catheter. The user compaired the two after use.

Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. Evaluation found the shaft and tip thickness measurement of returned samples were within specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water or for prefilled products, remove clips and squeeze reservoir to inflate with stated ml of sterile water."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the outer diameter of the catheter was larger than that of another catheter. The user compared the two after use.